Event description:
It was reported by service report that the stretcher is leaking hydraulic fluid. It was reported that there was a pt involved, however there were no adverse consequences reported as a result of this issue.